Manufacturer narrative:
Mitek employee. Investigation summary. The complaint device was received and inspected. The complaint can be confirmed. It was observed that the slotted shaft and handle had been separated from one another at the weld point. The device is reusable, and the lot number suggests that the device is 5 years old. This type of failure is typically observed when the device has been reprocessed many times over the course of many years which can weaken the weld point and can lead to the separation of the slotted shaft and the handle. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via email that a loan kit technician discovered that the slotted shaft was broken away from the handle during a loan kit inspection. The device has been forwarded to depuy engineering for assessment. The affiliate reports that no patient information is available. This is report 1 for 1 (B)(4).